Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the brush head broke just below the bristles when he/she was brushing his/her teeth. No injury was reported.

Manufacturer narrative:
Reporter returned an unspecified number of toothbrush heads on (B)(6) 2018. The toothbrush heads were identified as oral-b precision clean brushheads on (B)(6) 2018. (B)(6)2018 product investigation results: product return was received and investigated. Investigation results showed that complaint was caused by a breakage of the refill due to an effect of force resulting from consumer handling.

Event description:
Consumer called stating the brush head broke just below the bristles when he/she was brushing his/her teeth. No injury was reported.